Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused abnormality of electronic component; as a result, the error message was temporarily displayed. The following information is stated in the instructions for use (IFU): chapter 3 ¿preparation and inspection¿ "the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter." 3.1 "the workflow of preparation and inspection" the workflow of preparation and inspection is shown below. "Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair." Warning: " using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Chapter 5 ¿troubleshooting¿ the countermeasures against troubles are described in this chapter. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. "If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity." Warning: "never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: the leakage check label in the scope connector was discolored; the adhesive on the bending cover was damaged; the objective lens was damaged, resulting in shadowy image; the angles were insufficient; and the light guide lens was damaged slightly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, had error e315 (scope error). The issue occurred during reprocessing. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.